Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, a mode switch episode due to far r-wave oversensing on the atrial channel was observed. Programming changes were recommended, and will be made at the patient's next follow-up. The patient was stable.